Event description:
It was reported to medtronic minimed that the customer mentioned unexpected priming and also reported a recent high blood glucose (bg) event value of 341 mg/dl. The event involved product(s) mmt-1884,78893-01,mmt-431ag,mmt-342. The customer was able to exit the "load reservoir" process. Troubleshooting was declined by the customer . The customer reported seeing a rewind message after an alarm/alert. The customer was instructed to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No further customer complications were reported. Mmt-1884 was expected to return. 78893-01,mmt-431ag,mmt-342 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.